Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient said they shut the communicator and handset off, but they could still feel the battery pulsing. They had surgery on their bladder on (B)(6) of this year (2021) (no allegation related to device/therapy). Their urologist wanted them to turn therapy off to see if they did not need the therapy anymore. When asked if the bladder surgery was related to the device or therapy, they said they did not know. The patient connected the handset and communicator to the stimulator, and the therapy was on. They had just shut off the handset and communicator; they had not actually shut the therapy off. They swiped the 'therapy on' circle over to off, and were able to successfully turn off therapy, but did not know yet if they still needed the stimulator or if they would be able to have it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.